Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/tfs total hip implants. The surgeon stated that the inclination and version displayed by the rio seemed off. A makoplasty specialist performed troubleshooting activities that included verifying the checkpoints, all were within specification. The surgeon impacted the acetabular cup at 31 degrees of version; the plan was 17 degrees of version. The results are checked and were satisfactory to both the surgeon and the plan. The outcome of the surgery was successful.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. A preliminary review of the rio session files was completed but further analysis is required. A supplemental report will be filed when add'l info is obtained.